Event description:
It was reported the patient received the following results within 15 minutes: 29 mg/dl and 115 mg/dl. Later, on the same day, it was reported the patient received the following readings within 15 minutes: 21 mg/dl and 95 mg/dl.